Event description:
Company rep reported lap-band system band "was corroded and slipped". The entire lap-band system was explanted. Event was first noticed when diagnostic testing conducted showed "loosening of the band".

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Band slippage and erosion are surgically/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. Further information from the reporter regarding the serial number has been requested.